Manufacturer narrative:
A ge service representative performed an onsite investigation. The power control pcb was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system would not power up. There is no report of injury or death associated with the event described in this complaint.